Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, service required codes were found in the ventilator's downloaded error log. The device's system board, machine flow sensor and internal battery need to be replaced to address the issues. In addition of the above evaluation, the software was upgraded to the latest version and the unit passed final repair test.